Manufacturer narrative:
Customer complaint of no pacing, failure to sense was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the pacemaker could not do a p/r wave test, and a threshold test. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was in stable condition.